Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that the patient underwent five separate operations to receive their pump. The agent made outbound call to clarify, and the patient stated that he had multiple devices place because of normal depletions, and they had to remove the pump because the incision opened, so they had to do a replacement and that totaled four surgeries, and the new one is on left side in abdomen. They thought the scar tissue was what occurred for the main issue. The patient was sent to wound care. The patient stated that this is the third time talked to someone about this.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2024, product type: catheter; product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.